Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient hadn't experienced therapeutic benefit since implant- they didn't think they were an ideal candidate for their therapy, the patient had acute, debilitating pain caused by flare-ups in their legs but they wouldn't consider the pain chronic. The patient had pain in their ribcage area since (B)(6) 2018. They had been reprogrammed multiple times to try and better target the area but that was not successful. The patient had an MRI and CT scan in (B)(6) 2018 and were told they had a bulging disc. The patient recently had x-rays performed and it was discovered that the leads migrated, one lead was 2-3 inches lower. The patient was scheduled for a revision on (B)(6) 2019. No further complications reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6)2017, product type: lead. The previous fdm code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the ins was removed on (B)(6) 2019 and the device was disposed. No further complications reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had their stimulator put in in (B)(6) 2027 (likely meant 2017) and they stated it was the worst experience ever. They stated that the leads migrated now and they had to pay to get it taken out. They were not very happy. No further complications were reported/anticipated.